Manufacturer narrative:
H3 - device evaluated by mfg?, h6 - adverse event problem, and h11 - additional mfg narrative: were updated to include retain and return testing. Investigation conclusion retained and returned devices from the reported lot number were tested with hcg-negative clinical urine, low concentration hcg urine (4 miu/ml), and hcg cut-off (20 miu/ml) samples. The results were read at 3 and 4 minutes and all devices tested with negative and low concentration urine samples yielded valid negative results. The results of devices tested with hcg cut-off samples yielded expected valid positive results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving false positive hcg results for 2 patients while using fisher sure-vue hcg stat combo devices. The second patient presenting for hcg testing, prior to undergoing an iud removal and re-implantation procedure. A urine sample was collected which was clear in appearance. The sample was tested, the result was read at 4 minutes, and a faint positive result was observed. The same urine sample was then retested using another device from the same lot and a negative hcg result was observed. As a result of the conflicting hcg results, the iud procedure was cancelled. Confirmatory bhcg serum testing was then performed which yielded a negative hcg result. The iud procedure was rescheduled for later that same day. The customer reported the patient experienced confusion/panic as a result of the false positive hcg result, however there is no indication that the patient required medical intervention. No adverse health outcomes were reported. See MDR 2027969-2025-00164 for the first patient.

Event description:
The customer reported receiving false positive hcg results for 2 patients while using fisher sure-vue hcg stat combo devices. The second patient presenting for hcg testing, prior to undergoing an iud removal and re-implantation procedure. A urine sample was collected which was clear in appearance. The sample was tested, the result was read at 4 minutes, and a faint positive result was observed. The same urine sample was then retested using another device from the same lot and a negative hcg result was observed. As a result of the conflicting hcg results, the iud procedure was cancelled. Confirmatory bhcg serum testing was then performed which yielded a negative hcg result. The iud procedure was rescheduled for later that same day. The customer reported the patient experienced confusion/panic as a result of the false positive hcg result, however there is no indication that the patient required medical intervention. No adverse health outcomes were reported. See MDR 2027969-2025-00164 for the first patient.

Manufacturer narrative:
Results pending completion of the investigation.